Event description:
On (B)(6) 2015 a patient was discharged after a cardiac ablation procedure where an angio-seal was deployed. Two days later the patient presented to the hospital with an ischemic right leg. Doppler testing showed a right superficial femoral artery occlusion. Exploratory surgery of the femoral site was performed on (B)(6) 2015. An intimal dissection of the femoral artery with thrombus underneath was found. The vessel was completely occluded. The angio-seal device and thrombus were removed and the femoral artery was repaired. Pedal pulses were good following the procedure. The patient was discharged (B)(6) 2015.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.